Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have not charged their implant in about 2 months. Patient stated they have been able to recharge their recharger, but not their implant. Patient described getting reposition antenna screen on 37751 recharger when trying to charge their implant. Reviewed meaning of reposition antenna screen. Patient confirmed no visible damage to recharger antenna cord/paddle. Reviewed repositioning antenna on patient's implant. Patient stated they have tried repositioning antenna on their implant many times. Patient confirmed antenna paddle was directly on their implant. Patient attempted to connect with implant on the call to charge and reported getting the reposition the antenna screen again. Patient provided event date as about a week or week and a half ago. Patient stated they have not remembered to charge as well as they did when they were at their home and stated it has been about 2 months since they last charged their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.